Event description:
It was reported that resectoscope sheath tip broke off in the patient's bladder. Piece was retrieved by the surgeon with a rigid cystoscopy forceps. There was no patient injury.

Manufacturer narrative:
Evaluation summary: resectoscope inner sheath - visual inspection confirmed 8.00mm of the ceramic tip broken off on one side of the sheath. The tip piece was retrieved and returned with the sheath. When these sheaths are used under normal conditions the ceramic will not break. Ceramic tips can wear down and require replacement. Our instruction manual defines the inspection check to be performed before and after each use. Cause of event: user handling during use.